Manufacturer narrative:
Evaluation summary: the device was not returned; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient is experiencing consistent hypotony. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the hypotony has resolved.

Manufacturer narrative:
No sample has been returned for evaluation for the report of consistent hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of system failure. A possible root cause is that postoperative hypotony is an established risk associated with use of the system that is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).